Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed there was a broken grip close cable at the distal idlers. The idler pulley spins freely and was not damaged. The cable segment was sticking out at the instrument's wrist. Other cables at instrument's wrist were not damaged. There was also an indentation at the edge of the distal pulley and scratches on the pulley's surface. Evidence not conclusive, but pulley damage may be due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.

Event description:
It was reported that during a da vinci si sacrocolpopexy procedure, the wire on the large suturecut needle driver instrument broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.